Manufacturer narrative:
Concomitant medical product: product ID: 4351-35 , serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation and gastrointestinal/pelvic floor. It was reported that the patient had developed a hernia at one of her port sites from her implant. The doctor who was seeing the patient now stated that it was at 4 cm below her zyphoid. A lead was right in the area of her hernia. It was unknown what diagnostics or troubleshooting was performed. The doctor was planning on doing a hernia repair next thursday, (B)(6) 2016. The issue was not resolved at the time of the report.